Event description:
It was reported that the patient experienced a procedure to replace an artificial urinary sphincter (aus) device due to unspecified reasons. The patient previously had an aus and a sling device implanted. A patient outcome was not reported.